Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for a vrun of 10 beats. No one was injured as a result of this event.

Event description:
Spacelabs received a report a telemetry patient on telemetry transmitter model 91343 with telemetry receiver module model 90478 failed to generate an alarm for a ventricular run (vrun) of 10 beats. Vrun is the spacelabs label for ventricular tachycardia. No one was injured as a result of this event.

Manufacturer narrative:
The investigation is underway.we will file a supplemental report when our investigation is concluded. Placeholder.

Manufacturer narrative:
The telemetry transmitter sends patient ECG signals to the telemetry receiver module where the ECG algorithm processes the signal and analyzes data for display and alarm messaging to a central monitor. The customer stated the telemetry patient monitor failed to generate an alarm for a vrun of 10 beats at 01:42 a.m. On (B)(6) 2014. This event was found when the customer reviewed retrospective patient data in spacelabs ics-g2 system, which is a software interface that provides user interaction with historical patient data. Had the telemetry monitor alarmed for this event, the event would have registered in the ics-g2 alarm history folder. There was no record of the event in the alarm history. The customer saw what they considered should have been a vrun event in the waveform review folder. Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. The ics database provided by the customer was reviewed by a spacelabs lead software engineer. Qrs amplitude in both monitored ECG leads was quite small. Lead ii was about 0.5 mv peak to peak and v1 was <0.2 mv. As explained in the arrhythmia section of the clinical parameters operations manual, the ECG algorithm requirement for beat detection is a minimum of 0.2 mv. On (B)(6) at 01:42:50, there was a run of 8 abnormal beats. There was a single abnormal beat, followed by a normal beat somewhat distorted by the t wave preceding it, followed by the 8 beat run of abnormal beats. The ECG algorithm did not identify beats 1, 3, 5 and 7 as ventricular beats for a vrun episode due to their very low amplitude. Timing, slope and amplitude requirements of the ECG algorithm establish the criteria for identifying ventricular beats for a vrun. The alarm criteria were not met in this episode. In conclusion, some of the beat amplitudes in the event were below the beat detection threshold of the ECG algorithm. Consequently, the event did not satisfy criteria for a vrun and no alarm was generated. The product did not malfunction. This report is considered final and the issue closed. Placeholder.